Event description:
A lifecor territory manager (tm) was fitting a patient and stated that the battery pack would not fit into the monitor. He stated that it looked like pins were bent in the monitor. Support sent the tm a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The tm received a replacement monitor.